Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the needle was blocked.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the needle was blocked.

Manufacturer narrative:
H.6. Investigation: customer returned (1) used 32g x 4mm bd pen needle without a tear drop label. It was reported that the needle was blocked. The returned sample was examined, and it was observed that the pen needle had a bent non-patient end (npe) cannula. The bent npe cannula would be the reason why the consumer would think the pen needle was clogged, as reported. As the sample was returned after use, and no manufacturing defects were observed, the likely cause of the bent npe cannula is user error during pen needle attachment to a pen injector. Unable to perform DHR review due to unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.